Manufacturer narrative:
Event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s pc showed the message ¿replace generator soon¿. Ipg was still providing therapy. As such patient underwent surgical intervention wherein the ipg was explanted and replaced., which addressed the issue.